Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The system was tested and verified as ready for use. Due to insufficient procedural information, further system/instrument log investigation cannot be performed.

Event description:
It was reported that during a da vinci-assisted procedure, there was an issue with instrument insertion that may have caused or contributed to the patient needing a reoperation. During subsequent follow up with the robotic director at the site, it was stated this likely occurred due to surgical technique - but further details regarding the event were not given.